Event description:
It was reported that the device was in reset mode twice. The device was not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The cause of bvvi was due to a parity error. The temperature at the device location at the time of reset was below the minimum storage temperature. After the device was restored, the device met all specifications during ate testing. No anomalies were observed.